Manufacturer narrative:
Our quality engineer inspected the 1 video submitted for evaluation. The reported issue was confirmed upon inspection of the video. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Bd was able to confirm the customer indicated failure mode leakage at inserter / tubing. However, we cannot determine the root cause of the defect, a sample is recommended to perform an investigation. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. No samples were received to perform an evaluation. A video of the device was received. We will keep monitoring the manufacturing process in case any emerging trend is detected.

Event description:
It was reported while using bd saf-t-intima¿ safety system with removable prn 24 ga 0.75 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the nurse of the emergency department carried out indwelling needle infusion for the patient, the small clip was not clamped, and after connecting the liquid, it was found that the extension tube of the indwelling needle just punctured leaked fluid.